Manufacturer narrative:
This initial report was identified as a late submission during a two year retrospective review of complaints and MDR¿s following receipt of an untitled letter issued by the FDA. (B)(4). Carefusion factory service received part/model#- 773967-rnt serial #- (B)(4) and confirmed the reported condition. Found the frequency and insp time is out of specification. Did not find the o2 inlet damaged, but the cooling air inlet is damaged. Replaced damaged components, unit tested and operates to factory specifications.

Event description:
The customer reported the frequency and inspi time (it) on this unit are out of specs. The it is 29% and 49% for the high and low. The hz is 2.3-14.6 for the high and the low. Customer also reported the o2 inlet on the back seems to be damaged. Unit returning for repair. Patient involvement is unknown.